Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported experiencing high blood glucose readings of 600 mg/dl and stated that they received a motor error alarm. Customer does not use the sensor feature and were able to complete the rewind sequence. Customer also mentioned receiving a no delivery alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.